Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered the lead safety switch (lss). It was noted that the rv sensing measurements were within range. The cause of the high impedance was unknown. At this time the physician opted to continue to monitor the patient and no intervention was performed.